Manufacturer narrative:
Diniz j, coelho a, mansilha a. (2020) endovascular treatment of iliofemoral deep venous thrombosis: is there enough evidence to support it? A systematic review with meta-analysis. International angiology. Volume 39 (issue 2), pp. 93-104. Date of event was approximated using date of article first publication.

Event description:
It was reported via journal article that a death occurred. Endovascular treatment of iliofemoral deep venous thrombosis data was reviewed for various techniques. The angiojet device was used in some of the procedures. Death was noted to have occurred.